Event description:
Original surgery in 2002. Revised 6 months later. Allegedly advance was revised and thought to be a patella issue. Per complainant, "devices explanted due to a revision. The prostheses remained in place for 6 months."